Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, implanted: (B)(6) 2009, explanted: (B)(6) 2015. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen 2,000 mcg/ml at 318.9 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history included torticollis, cystic fibrosis; and allergies to ativan and latex. The patient's medications included creon, oral baclofen prn, omeprazole, citalopram, orkambi, senna, lidocaine cream to be applied one hour prior to baclofen pump refill, mephyton, peptamen, vitamin d3, fish oil capsules, ventolin inhaler, pulmozyme inhaler, polyethylene glycol oral powder, mulitvitamin. On (B)(6) 2015 the pump rate increased after 5 years onstable therapy. On (B)(6) 2015 patient came into emergency room (ER) for signs of intrathecal baclofen (itb) withdrawal, including increased tone, clonus in the right leg. A bolus through the pump of 50 mcg was given, after which symptoms resolved. The rate was increased from 318.9 mcg/day to 333.3 mcg/day. On (B)(6) 2015, pump series x-ray found radiographically intact baclofen pump system. A catheter replacement was done on (B)(6) 2015, along with a planned pump replacement for expected end of life (eol). The pump early replacement indicator (eri) was 7 months. It was unknown if the issue resolved. The patient's status at the time of report was alive -no injury. Additional information received from a hcp indicated the patient also experienced headaches and back pain. Due to the patient's status, plus the need to replace the pump soon led to the decision to proceed with surgical intervention. The pump and catheter were replaced. Therapy appeared to be working.

Manufacturer narrative:
(B)(4) no longer applies to the (B)(4) catheter with lot # b007455n38 or the (B)(4) catheter with lot # b006481n28; (B)(4) now applies to the catheters. (B)(4) still applies to the unknown catheter. Analysis results revealed that the (B)(4) catheter with lot # b007455n38 had no significant anomaly; the pump connector of the cat heter was damaged at explant. Analysis results revealed that the (B)(4) catheter with lot # b006481n28 had no anomalies. Please see report for method codes, result codes, and updated conclusion code; these new codes apply to the (B)(4) catheter with lot # b007455n38 and the (B)(4) catheter with lot # b006481n28. Result code no longer applies to either of these catheters. Please note that conclusion code still applies to the unknown catheter.

Manufacturer narrative:
Additional information: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Results code now applies to the catheter with lot # b007455n38 or the catheter with lot# b006481n28. Conclusion code is no longer applicable to the catheter with lot # b007455n38 or the catheter with lot# b006481n28.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.